Manufacturer narrative:
Analysis summary: - upon reception, the returned smartview connect was tested and the reported behavior was confirmed: the device starts but remains blocked, and the screen displays the message ¿just a moment¿. The only way to turn off the device is to remove the battery. - analysis revealed that the observed issue occurred before the application was launched. Therefore, the exact root-cause could not be determined with certainty but could be due to a hardware malfunction. - this case is recorded for trend purposes.

Event description:
Reportedly, the smartview connect remains stuck on the message ¿just a moment¿ when turning on the transmitter. The same thing happens even by changing the connector base and the cable, the transmitter switches on and off by itself, and then switches back on again.